Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that a surgical repositioning procedure was performed on the right ventricular (rv) lead. During the procedure this pacemaker device was disconnected and placed in a bowl of antibiotic solution. After the rv lead was successfully repositioned, the rv lead was reconnected to the pacemaker device and there was noise observed on the rv channel which was oversensed by the device. This resulted in intermittent pacing inhibition. As a result, the pacemaker device was explanted and replaced, and the surgical procedure was successfully completed. No additional adverse patient effects were reported.